Event description:
It was reported the patient¿s first implant sunk into a fat pocket and then flipped and broke through the patient¿s skin. This happened a week prior to the replacement implant in 2011. The patient¿s status was reportedly unknown. Additional information received reported the patient had not been in to the physician¿s office since (B)(6) 2011. There was no indication that the physician did a surgery for device replacement on the patient.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6)2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).